Event description:
It was reported that out of range atrial intrinsic amplitude measurements were recorded for this right atrial (ra) lead and pacemaker during atrial fibrillation (af), which, resulted in unsuccessful right atrial automatic threshold (raat) tests and atrial undersensing due to low signal amplitude measurements with automatic gain control (agc) programmed on (functional undersensing). Additionally, unsuccessful raat tests were noted due to oversensing of noise. Further review was recommended to the clinic. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that out of range atrial intrinsic amplitude measurements were recorded for this right atrial (ra) lead and pacemaker during atrial fibrillation (af), which, resulted in unsuccessful right atrial automatic threshold (raat) tests and atrial undersensing due to low signal amplitude measurements with automatic gain control (agc) programmed on (functional undersensing). Additionally, unsuccessful raat tests were noted due to oversensing of noise. Further review was recommended to the clinic. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that this ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The company representative noted that a lead revision procedure had been attempted prior to the out of range measurements, however, the physician was unable to gain access to place a new lead, so the device was reprogrammed to vvi and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that out of range atrial intrinsic amplitude measurements were recorded for this right atrial (ra) lead and pacemaker during atrial fibrillation (af), which, resulted in unsuccessful right atrial automatic threshold (raat) tests and atrial undersensing due to low signal amplitude measurements with automatic gain control (agc) programmed on (functional undersensing). Additionally, unsuccessful raat tests were noted due to oversensing of noise. Further review was recommended to the clinic. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that this ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The company representative noted that a lead revision procedure had been attempted prior to the out of range measurements, however, the physician was unable to gain access to place a new lead, so the device was reprogrammed to vvi and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.